Event description:
Additional information received indicated the right ventricular lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. Unspecified rv lead damage was suspected, but not visually confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported events of high defibrillation impedance and lead damaged were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examinations of the lead revealed no anomalies except for procedural damage.